Manufacturer narrative:
Continued h.6 health effect clinical codes: e2101 adhesions, e172002 cellulitis, e2314 fistula, e1707 healing impaired. Continued h.6 health effect impact codes: f2303 medication required. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11137 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. These are known potential adverse events addressed in the product labeling. A relationship between the strattice and these events could not be conclusively determined. No strattice devices were returned for evaluation. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Pmqa received notification from legal that the plaintiff profile form was received associated with another device for this patient. As per the ppf form, the patient underwent a ¿ventral incisional¿ hernia repair and was implanted with strattice. The patient underwent incision and drainage with debridement on (B)(6) 2013, (B)(6) 2014, (B)(6)2016. Patient was admitted to hospital after ¿experiencing progressively worsening abdominal pain as well as separation from surgical site of the abdominal hernia repair.¿ ¿CT scan done in the emergency room showed cellulitis around the anterior wall of the abdomen, specifically around the surgical site.¿ patient ¿was started on IV zosyn®¿ and subsequently operated on. ¿wound culture grew staphylococcus aureus, sensitive to bactrim for which [patient] was placed on bactrim ds® orally for 10 days and discharged home on stable condition.¿ on (B)(6) 2015, patient underwent ¿exploratory laparotomy,¿ ¿ventral incisional hernia repair x3,¿ ¿excision of stitch abscess x5,¿ and ¿repair of small bowel enterotomy.¿ on 19/mar/2016, patient underwent ¿removal of devitalized tissue,¿ and ¿debridement¿. The patient underwent a ¿ventral incisional hernia and skin fistula¿ repair and was implanted additionally with another strattice device, and a non-abbvie device, "amniofill® 1000 mg x2,¿ on (B)(6) 2017. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿infection, abscess, hernia recurrence, pain and suffering¿ as well as ¿fistula, adhesions.¿